Manufacturer narrative:
Qn# (B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one cartridge from product 544230 hemolok ml clips 6/cart 84/box. No clips were remaining in the cartridge. The cartridge was visually examined with and without magnification. Visual examination of the returned material revealed that the cartridge had small scrape marks on it, confirming that pieces of the cartridge scraped off. The cartridge should not scrape off when following the IFU for proper loading technique. Using misaligned appliers or not loading the clips properly could lead to pieces of the cartridge being scraped off during loading of a clip. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." "To load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." A corrective action is not required at this time as it appears that when the user went to load a clip into the applier, the applier scraped the inside of the cartridge. The damage observed to the cartridge indicates that unintentional user error caused or contributed to this event. The reported defect of "broken/detached parts - cartridge" was confirmed based on the returned sample. The customer returned an empty cartridge. Visual examination of the returned material revealed that the cartridge had small scrape marks on it, confirming that pieces of the cartridge scraped off. It appears that when the user went to load a clip into the applier, the applier scraped a small piece of material off the cartridge. The damage to the cartridge is consistent with improper loading of the clips. The cartridge should not scrape off when following the IFU for proper loading technique. Using misaligned appliers or not loading the clips properly could lead to pieces of the cartridge being scraped off during loading of a clip. The observed damage indicates that unintentional user error caused or contributed to this event. A r & d engineer was consulted for this complaint regarding the customer's concern about fragments of the cartridge potentially remaining in the patient. Per r & d, the cartridge is not designed to be inside a patient's body. However, the cartridge is designed to show up on x-rays so that they can be easily identified if pieces do fall into the patient.

Event description:
It was reported that part of the cartridge was scraped off at loading a clip, and there was a possibility that the fragments adhering to the applier might possibly have fallen in the patient's body. No injury to the patient occurred, however, the user would like us to investigate if the cartridge is easily scraped, and if there is no problem in case that the fragments remaining in the patient. According to the user, the same issue had occurred before, however, he/she had not seen it as a problem and had not reported to us.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that part of the cartridge was scraped off at loading a clip, and there was a possibility that the fragments adhering to the applier might possibly have fallen in the patient's body. No injury to the patient occurred, however, the user would like us to investigate if the cartridge is easily scraped, and if there is no problem in case that the fragments remaining in the patient. According to the user, the same issue had occurred before, however, he/she had not seen it as a problem and had not reported to us.